Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g1; g2; g3; h1; h2; h3; h4; h6 and h11. Review of the most recent repair record determined the unit was found to have a damaged comb and the device passed the test cut. The comb was replaced and resolved the reported issue. It was noted that the unit was last repaired in 2023 and has not since been returned for annual preventative maintenance in accordance with IFU # 6001810592. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.

Event description:
It was reported that during surgery, the mesher plate of the unit was bent. It is unknown if there was patient impact or delay. Due diligence is complete as no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.